Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The device passed all three functional tests and was within internal specification. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured apr. 2012, and is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy pump failed occlusion at 11.66psi. No patient was involved in this event. No adverse effects were reported.